Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery using footprint ultra pk suture anchor 4.5 the anchor tip was broken when it was screw in. The malfunction was solved with no patient harm using a back up device. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor tip fractured at the eyelet. A visual inspection revealed that the anchor was fractured at the eyelet. There was a significant amount of blood and debris on the anchor and device. The sutures and retention suture were also returned. The inner plug screw had been fully advanced prior to the fracture. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Do not attempt to implant this device within cartilage epiphyseal growth plates or non-osseous tissue. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that the photo provided via e-mail confirmed the reported breakage. Although it was reported that due to the breakage the surgery was extended 31-60 minutes, the patient¿s health state was reported as ¿good.¿ since no patient injuries were reported and the broken pieces were retrieved from the patient, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, excessive force or bending during insertion, excessive rotation of the torque limiter, or off-axis insertion.